Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2020. During procedure, it was noted that the right ventricular lead was attempted to be implanted in multiple locations in the right ventricle. After re-positioning the lead multiple times, the lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: h6